Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported he had a battery replaced 2 weeks ago. Patient states they met with a manufacturer representative (rep) to update the device from charging every day to charging every 4 days. Patient stated with new technology the ins should be better and they should not have to charge every 4 days. Patient stated the old ins had to be charged every 14 days. Patient services (ps) reviewed recharging the ins is based on usage and setting. Caller stated the ins is used for deep brain stimulation and implanted in the chest. Patient service specialist reviewed device function and recommend patient consult with healthcare provider and rep for next steps. Ps sent email to local reps. The issue was not resolved. Additional information was received from the patient. It was reported that the patient said the rep said they would get a battery comparable to their old one. They asked about the life of the charge and rep said it was the same. They received their new battery and found out that instead ofthe battery charge lasting 2 weeks, it only lasted 4 days. The rep tried to adjust it but they could not find a setting that gave relief and at the same time would increase the amount of time between charging. They noted they have had many times where the battery discharged and suddenly did not have the relief they needed. They feel like they were given either a faulty battery or the wrong battery and are thankful for the pain relief but not happy with the short battery life.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.